Event description:
During a tips (transjungular intrahepatic portosystemic shunt) procedure to create a shunt from the hepatic veins to the portal vein, the stent was noted to move slightly during deployment. The stent still covered the lesion sufficiently and there was no additional intervention needed or performed. The procedure was successfully completed with no report of any adverse effect to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.